Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on (B)(6) 2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female underwent breast reconstruction revision with an unknown mentor gel implant. The patient suspected rupture of the right implant post procedure; however, there is no indication of an official diagnosis. As a result, bilateral prosthesis replacement with mentor memorygel breast implants was performed on (B)(6) 2018. The patient¿s last known condition was fully recovered with no residual effects. No other issues were noted. The device is being reported as an unknown gel implant, because the device history record of the product cited in the follow up response, shows a manufacture date that occurs after the patient¿s reported date of implantation.

Manufacturer narrative:
Mentor received additional information on (B)(6) 2018: serial number: (B)(4), lot: 5566864, catalog: 3503420. The patient underwent primary breast augmentation with a mentor smooth round high profile 420cc saline prosthesis a device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: left mentor smooth round high profile 420cc saline prosthesis, catalog: 3503420, serial number: (B)(4), lot: 5557986. (B)(4).

Manufacturer narrative:
Device evaluation summary: it was reported that a (B)(6) caucasian female underwent primary breast augmentation with a mentor smooth round high profile 420cc saline prosthesis. The patient suspected rupture of the right implant post procedure; however, there is no indication of an official diagnosis. As a result, bilateral prosthesis replacement with mentor memorygel breast implants was performed on (B)(6) 2018. The patient¿s last known condition was fully recovered with no residual effects.   The device was received at mentor without fluid. White material was observed within the device. No foreign material was observed on the shell surface. Upon initial inspection, the device appears intact. Leak testing was performed according with mentor procedures and it revealed a leakage from the valve. No other anomalies were discovered. Complaint was confirmed.   A definitive root cause of the failure could not be determined. At this point it is not possible to determine the origin of the white material observed in the device. The device history record (DHR) of lot number 5566864 was reviewed on (B)(6) 2018 and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).